Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a pentaray nav high-density mapping eco catheter and webster cs catheter with auto ID technology. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. After doing some mapping with the pentaray nav high-density mapping eco catheter, the patient¿s pressure dropped. The intracardiac echocardiography (ice) catheter was used to confirm a pericardial effusion. A pericardiocentesis was performed and fluid was removed, unsure about how much fluid was removed. No ablations were performed as ablation catheter was never introduced into the patient. Procedure was aborted. Patient is stable currently. Physician suspects perforation occurred in the right ventricle (rv) with the cs catheter. Additional information was received on the event. A baylis transeptal needle was used. The ablation catheter was not even in the body, so no settings had been selected yet. No error messages were displayed. This complaint will be conservatively reported under the pentaray nav high-density mapping eco catheter even though they state that the physician suspects perforation occurred in the rv with the cs catheter, as it was reported that after doing some mapping with the pentaray nav high-density mapping eco catheter, the patient¿s pressure dropped. Additional information was received on the event. It was clarified that the cs catheter was a webster cs catheter with auto ID technology. The patient outcome of the adverse event is fully recovered. They state that the patient was kept at the hospital overnight; however, was then released soon thereafter and has had no complications that they are aware of. The event was assessed as MDR reportable under both the pentaray nav high-density mapping eco catheter and the webster cs catheter with auto ID technology.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a pentaray nav high-density mapping eco catheter and webster cs catheter with auto ID technology. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 20-may-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter. Carto 3 was performed in accordance with bwi procedures. The catheter was visualized and recognized, and no errors were observed. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. In addition, the product was deflecting correctly. An irrigation test was performed and it was found that the device was occluded. Eds analysis was performed on the particle and it was concluded that the particle is primarily composed of nacl, presumably residues of saline solution. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states; flush the catheter with heparinized saline prior to insertion into the body. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster, inc. Product analysis observed ¿occlusion ¿ irrigation tubing block at shaft¿ issue¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).